Event description:
It was reported that the patient presented in clinic for a follow-up feeling fatigued. The pulse generator exhibited backup vvi. The hardware elective replacement indicator (eri) byte was checked, but could not be obtained as an error message was displayed. Due to telemetry corruption and possible low battery voltage, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to unresolved backup vvi status.